Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) investigated the customer¿s complaint with fiber optic, not working. Fse was unable to reproduce an issue with the fiber optic as the customer stated. Found the socket had a missing piece of the housing on the bottom half of the socket. There were no issue when testing the fiber optic outputs. Replaced the fiber optic extension connector assembly (d012-00-1562) due cosmetic appearances. Functional tested without any issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. The failure analysis and testing department received the following part associated with this complaint: cable assy. Fo sensor ext. This part was received with a reported unit failure message of ¿fo connector broken¿. The failure analysis and testing department performed a visual inspection, and the part was found with broken connector. The fat dept. Verified the failure message of ¿fo connector broken¿. Retaining this part in the fat dept.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11. Corrected fields: d9 (return to manufatucrer date).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic was not working and it might be a balloon catheter issue. There was no injury reported.